Event description:
The customer reported that during a procedure on a spectra optia device the tubing in the collection set was misassembled potentially allowing waste product to return to the patient. Per the customer, the device alarmed "bubble alarm" after it was primed, and the procedure was could not be completed. Patient information and outcome are unknown at this time. The collection set is not available for return because it was discarded by the customer.

Manufacturer narrative:
Investigation: further evaluation of this event has determined that the device did not cause or contribute to a death or serious injury, nor is there a likely potential for death or serious injury associated with this event based on additional investigational information. Evaluation of the event determined that the risk for this event is low. No further reporting will be provided as this does not represent a reportable event.

Manufacturer narrative:
Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that during a procedure on a spectra optia device the tubing in the collection set was misassembled potentially allowing waste product to return to the patient. Per the customer, the device alarmed "bubble alarm" after it was primed, and the procedure was could not be completed. Patient information and outcome are unknown at this time. The collection set is not available for return because it was discarded by the customer.